Event description:
The tip of the wire fractured.

Manufacturer narrative:
The report we received from the affiliate indicated that the patient has a lesion at the left anterior descending (lad) with a chronic total occlusion (cto), so the doctor tried to use an atw marker wire with a ninja fx back up support, however, when he tried to pass wire with torque technique, the tip of the wire was broken, but fortunately it was withdrawn with the balloon. The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete.